Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station cubie drawer 2.2 was failed to open and it was unable to recover. The technical support specialist (tss) had initially dialed into the station running medstation application (medapp) version 1.6.1 and observed a "failed hardware" error icon on the station screen. The tss had checked the medstation application log and identified the error, after which the case had been dispatched to an onsite field service engineer (fse) for further support. The fse had then confirmed with the customer that the issue had been resolved. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had auxiliary 2.2 drawer and cubie failed to open. Even after customer recovery the drawer and cubie failed during medication dispensing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.